Event description:
Discrepancy between pfc trial and final 50mm metal on metal prosthesis resulted in acetabular fracture. Acetabular fracture was internally fixed and impaction grafting carried out. Pt will now need to remian on weight-bearing for six (6) weeks; in the hope that the fracture will reunite eventually. It was necessary to change the choice of prosthesis because of this event. Surgery was extended by approx one hour.